Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient developed a skin reaction with itching, burning, redness, inflammation, and infection, at the needle puncture site. When the patient complained that the sensor did not feel right, and that it was itchy, the sensor was removed, and the patient was brought to a doctor by the parent. The reaction was treated with a prescription of an oral antibiotic, but the parent did not remember the name of the medication. At the time of the report the patient was stable. No additional patient or event information is available.